Manufacturer narrative:
Initial and final MDR 1896135- MDR 3003442380-2024-10119- device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced two infusion set fell off event on (B)(6)-2024. No further information available